Manufacturer narrative:
Date sent to the FDA: 05/21/2020. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how many pieces were involved?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that when trying to use the products, it was found that some sutures had been detached from the needles. They were control release needles. There were no adverse patient consequences reported.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device plm853 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/18/2020. Additional h3 investigation summary: it was reported performance pull off - suture needle. It was received for analysis six empty opened foil and a winding former with seven needle-suture combination and a parked needle of product code zb740, lot plm853. The product code is control release and required eight strands per packet. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was not present to determine the assignable cause. In the inspection of seven needle-suture combinations, the swage and attachment area were noted to be as expected and a functional test was performed and the pull force results meet the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.